Manufacturer narrative:
Model 37604 activa pc+s is not a commercially marketed device, but is similar to marketed devices and therefore is reportable for malfunction. (B)(4) are the product code and PMA values for device that 37604 is similar to. Surgical intervention is planned to resolve event, but as device is similar to marketed device, it is reportable for malfunction and not serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for tourette's syndrome. The patient's ins was depleting unexpectedly and drained faster than expected. Ins replacement was planned. No medical symptoms were reported, and it was noted the patient was doing well. No further complications were reported.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study via the rep indicated the exact cause of the issue was unknown, however they were on a very high setting; a meeting with the patient was scheduled to obtain impedance information and understand the rate of power consumption. The patient reported to the rep that they had a generic error message on their controller.

Manufacturer narrative:
H6: updated evaluation coding based on previous information noting the patient had very high settings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated the impedance test with the device at end of service (eos) was around 800 ohms for unipolar and 1100 ohms for bipolar; for comparison, the unipolar test with the alive device was around 1000 ohms and bipolar test was around 2000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.